Event description:
The caller reported that a cartridge leaked insulin, an issue that occurred three times within the last two weeks, but not all on the same day. There was no adverse impact on the customer's blood glucose level. The cartridge was unavailable for return, so a replacement cartridge was sent to the customer as a goodwill gesture.